Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes due to ventricular oversensing. The device was reprogrammed.